Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the connection point to the supply bag. This occurred during setup for automated peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.